Event description:
The clinic reported a leak from the centrysystem 3. The gambro technical services (gts) rep who serviced the equipment found that the dialysate line to pressurer relief valve #3 (prv3) had become disconnected. The line was recommended to correct the condition. No pt involvement was reported.